Manufacturer narrative:
The device was returned to the manufacturer on (B)(6) 2016 for the reported failure, "acoustics didn't sound right." Visual inspection found deformation of the case nose with a small fracture line indicating that side load pressure had been applied to the handpiece. This damage may have caused alteration of the acoustic signal as observed by the customer. The microtip was received with the handpiece cut away from the tubing and cartridge. Full functional testing could not be conducted due to the damaged condition of the device; however, the microtip tubing and electrical connections were jumped take functional measurements. The device primed on the first attempt with the tubing jumped together. The evaluator found no restrictions in regard to fluid flow through the microtip. The lack of melting indicates proper fluid flow as there was no or minimal heat build-up at the tip. Therefore fluid flow was not a contributing factor to the visual failure. Based upon the damage to the case nose, the failure was determined to be caused by excessive or side load pressures applied to the microtip (aggressive technique).

Event description:
The manufacturer was notified of a device failure on september 9, 2016. The complainant reported that the doctor stated the acoustics did not sound right so he switched to a different handpiece to finish. The microtip was returned to the manufacturer for evaluation on (B)(6) 2016. During visual inspection of the device, a small fracture line was found in the case nose (nose cone). As there was a fracture of the polycarbonate this was determined to be a reportable event. Fracturing has the potential for polycarbonate particulate to be left behind in the patient.